Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date (B)(6) 2012, inratio 5.0, inratio 3.9. Time elapsed between each method of testing is less than five minutes. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.